Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests and received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was programmed with multiple boluses and monitored; the boluses were delivered and recorded properly in bolus history screen. No unexpected bolus delivery anomaly noted. However, unable to verify boluses on (B)(6) at 12 pm programmed by customer due to event files was overwritten. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's health care provider reported via phone call that the insulin pump may be over-delivering. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the delivery anomaly. The caller stated that there were two more boluses in the adherence report than what is shown in the log history. The displacement test was performed and the pump passed, but the customer required that the pump be replaced anyway. The insulin pump was returned for analysis and a replacement device was shipped to the customer.